Event description:
Smoke evacuator bovie hose to hose adapter was inadequately attached. It appears as though the adapter may not be the correct size for the larger diameter smoke evacuation tubing. An additional smoke evacuator bovie was then opened and utilized for the case. Diagnosis or reason for use: bilateral breast reduction.